Event description:
It was reported that during a tlif l5-s1, the surgeon inserted the guide wire for proper placement of the screw. After putting the screw in, the surgeon tried to pull the guide wire out; while pulling, a small tip of the guidewire broke and was left in the vertebrae.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.